Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose 216-306 mg/dl. The customer unplugged and re-plugged the pump and it began to charge successfully.